Manufacturer narrative:
The unit was returned with its stopcock. On inspection of the balloon a longitudinal tear was found. The device history record (DHR) was performed; no anomalies were noted.. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. The root cause of this complaint could not be determined.

Event description:
It was reported to boston scientific corporation in 2006 cre pulmonary dilatation balloon was used during a dilatation procedure (patient age, gender, and weight unknown). During the procedure, the physician noted the balloon was leaking during inflation. A hole was found upon examination of the product.